Event description:
A consumer reported that five years following bilateral intraocular lens (iol) implant surgeries, he does not feel his vision is as good as it was after his implants. He has recently been prescribed eye glasses to improve his vision. In a follow up phone call with the patient's current ophthalmologist, the office staff reported that at the most recent visit, no complications or defects with the lenses were reported in the consumer's chart. In a follow up phone call with the implanting surgeon's office, it was reported the consumer has not been seen since 2006. His chart is archived and the surgeon's office stated they would not be able to provide any additional information. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 07/28/2011 and 08/11/2011 by phone, fax, and mail. Additional information was received in follow up phone calls on 08/01/2011 and 08/11/2011. No further information is expected. (B)(4).